Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via product surveillance registry (psr) regarding a patient receiving intrathecal dilaudid 3 mg/ml at 0.7507 mg/day via an implanted pump for non-malignant pain and radiculopathy. The clinical diagnosis was decreased pain relief and the programming date from the most recent refill prior to the event was (B)(6) 2016. The patient reported decreased pain relief on (B)(6) 2016. The intervention was noted as no action taken. The event was possibly related to the device or therapy; specifically the intrathecal/spinal portion of the catheter. The event was not related to the implant procedure. The patient reported decreased pain relief and requested a catheter revision to reposition the catheter tip. Per the provider, if the catheter revision was not successful at restore pain relief, consider a referral for a surgical pain intervention. The outcome was resolved without sequelae on (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study stating the patient had the catheter revision on (B)(6) 2016. It was reported no issues with the catheter were mentioned.

Event description:
On (B)(6) 2016, additional information was received from a healthcare provider (hcp) via product surveillance registry (psr). It was reported the patient's catheter was repositioned from t5 to t9 on (B)(6) 2016. The date of the repositioning was later updated to (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.